Event description:
It was reported that an embolic event occurred. Due to hospital policy, no further information would be provided.

Manufacturer narrative:
A2, a3: information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported embolic event could not be conclusively determined through this evaluation. It was reported that due to hospital policy, no further information will be provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including thromboembolism, that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. No further information was provided. The manufacturer is closing the file on this event.